Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that she had a lot of issues with the patient controller (pc) since she's got it. Patient stated it took forever to find implant, especially after she had a fall and hit her back, which occurred about a month ago. Patient stated her back was still swelling from the fall and that could be why. No further complications were reported/anticipated.